Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. During removal of the stylus and plastic sheath of the 3.5 x 25 mm nc trek balloon, resistance was observed. The physician stated that he was concerned that this difficulty may cause the balloon to be damaged. However, this did not happen in this case and the trek was used successfully to continue the procedure with no additional issues noted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The investigation is not complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported difficulty removing the protective sheath could not be replicated in a testing environment due to the condition of the returned device. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other for difficulty removing the protective sheath from this lot. Based on the information reviewed, there is no indication of a product deficiency.